Manufacturer narrative:
D1 (brand name) has been updated. D3 (manufacturer fax) & g1 (manufacturer contact fax number) has been added as this was were omitted from the initial mw submitted. The root cause is unknown because the console was not returned for investigation and the data logs are unavailable for review.

Manufacturer narrative:
A4, a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this automated impella controller device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella rp flex.

Event description:
Clinical rationale: a 47-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs) presented in scai stage e shock and required escalating mechanical circulatory support. An impella cp was first implanted percutaneously via the right femoral artery for left sided support. The patient subsequently received an impella rp flex via the left femoral vein the same morning for right sided support. During rp support, the automated impella controller (aic) console displayed absent pulmonary artery pulsatility index (papi) readings, abnormal central venous pressure (cvp) values (-35), and placement signal concerns, with imaging later confirming the rp flex catheter tip in the left pulmonary artery (pa); all related products were requested for return, and data downloads were required. Suction alarms were also triggered on both cp and rp; the patient was in atrial fibrillation and had low blood pressure. The patient also was on continuous renal replacement therapy (crrt) and the amount of fluid to be pulled out was increased. During these events, both devices remained in place and support continued. The patient ultimately expired, with care withdrawn during impella support. Based on the available information, the reported hemodynamic instability, suction events, arrhythmias, and abnormal monitoring parameters appear clinically attributable to the patient¿s profound cardiogenic shock and multiorgan physiologic instability, rather than to intrinsic malfunction of the impella rp flex device. The rp placement signal issue corresponded with catheter position in the left pulmonary artery, reflecting patient specific anatomy and clinical management factors, not a device defect. The death is conservatively being reported on the impella rp flex but is unlikely a contributing factor to the cause of death and is more likely due to the patient¿s declining clinical condition.